Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No device returned.

Event description:
It was reported that the customer had a low blood glucose (bg) level (35 mg/dl) and carbohydrates were consumed to elevate the bg to 150 mg/dl. The basal rate pump setting was changed by the customer's healthcare provider and was the suspected cause of the low bg.